Event description:
It was reported by a neurologist that vns pt has high impedance on both normal and system diagnostics. Per manufacturer's recommendation, the vns device was turned off and referred for x-ray. Also, upon reviewing the manufacturer's programming history database, it was discovered that pt high impedance occurred on (B)(6) 2008. However, it is unclear if this issue was ever resolved and good faith attempts to the treating neurologist have been unsuccessful. A revision surgery is for the pt is likely.

Manufacturer narrative:
Conclusion: device failure is suspected, but did not cause or contribute to death or serious injury.